Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3889-28, lot# v165909, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The consumer reported sudden poor communication with programmer, lack of stimulation sensation, and loss or change of therapy following a motor vehicle accident (mva). The patient could feel stimulation before the accident, but now they could not. Poor communication with the programmer prevented the patient from checking their device. At the emergency room following the mva, the healthcare provider (hcp) said the device looked fine and everything was hooked up and connected. A second programmer was being sent to determine if it was a programmer issue. Cause, actions, and outcome remains unknown. Follow-up was conducted to obtain additional information.